Manufacturer narrative:
Continuation of d10: product ID 37761 serial (B)(6) : product type recharger product ID 37751 serial (B)(6) : product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial (B)(6): ; product ID: 37751, serial (B)(6) : analysis of the recharger serial (B)(6) revealed that the connector pins were bent. Analysis of the recharger serial (B)(6) revealed that the connector pin was broken. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that  the desktop charger (dtc) connector pin broke and got stuck inside the recharger. The patient confirmed that they would be able to pull the connector pin out of the recharger. The patient added that they were not able to charge their ins because of this issue. An email was sent to the repair department to replace the dtc. The patient called back and reported they received the dtc but the recharger is dead and not powering on after charging. An email was sent to report to replace the recharger.